Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported issue could not be reproduced during service. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the alarm 113 and temperature control error were not reproduced. No repairs were completed as the reported issue was not reproduced. System tested in according to service manual. Device passed all applicable testing. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. Correction: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device touchscreen did not work. Per additional information updated in other observations on 05jun2025, low flow was noted. Per wo update information received on 06jun2025, the temperature control and touch screen did not work.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). Initial reporter name: (B)(6), all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device touchscreen did not work. Per additional information updated in other observations on (B)(6) 2025, low flow was noted. Per wo update information received on 06jun2025, the temperature control and touch screen did not work.